Event description:
It was reported that the patient, who has recently lost over 100 pounds, is scheduled for a revision surgery. Per the patient, her weight loss has resulted in the device protruding so much that it rubs on her clothes and is very painful. Additionally, she reported a lead pulling sensation when she turns her head a certain way. Additional information was later received stating that the patient underwent a pocket revision. While in the surgery, the generator was hit with electrocautery causing the battery to deplete. The patient ended up undergoing a battery replacement. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿lead pulling sensation¿ is not available. F10. Health effect - clinical code "proposed second level coding e20 - protrusion to capture incidents of a device being visible under the skin. " h3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.